Event description:
It was reported that an aortic dissection occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. Two hours post implant, the physician was notified that the patient coded in the recovery area. Due to the severity, the patients chest was cracked open by the physicians present, CPR was in progress and the patient was sent to the operating room. The physician did state the patient ended up having a dissected aorta causing this event. The physician did state the device was still in place and no issues with the watchman device. The patient is on dialysis and the chest has been closed. It was noted that the hospital and surgeons investigated the incident and it was concluded that the resulting aortic dissection was a result from the transseptal puncture.